Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high as well as low blood glucose. Customer took the blood glucose on the call and his blood glucose level was of over 600 mg/dl. Customer had insert a new infusion set on call then take a bolus to treat for high blood glucose. Customer also had low blood glucose of 40 mg/dl and they treated with a 30 carbohydrates snack and when they retested their blood glucose was 66 mg/dl. Customer's mother called to report that they inserted a new sensor last week and it was came off today in gym class. Customer used inserted new sensor and then monitored it, it was also came off and they inserted into the arm and got blood at site. The insulin pump was not returned for analysis.